Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the back therapy electrodes. It was described as itchy, burn like marks with puss. There are no allegations that the skin opened. The patient has a known allergy toward silver and nickel. There was no alleged device malfunction contributing to the irritation. Patient was told to stop wearing the lifeveset by a physician. Follow up indicated that the patient had removed the lifevest and is using cortisone cream and the irritation is slowly healing.